Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings. No defect was found. Testing was unable to duplicate reported complaint. The last bolus and the last basal delivery were recorded in pump history on (B)(6) 2013. No alarms associated to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test (see attached results). Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her pump was malfunctioning and refused to disconnect from pump. This morning, she changed site, infusion set and cartridge 3 times with no alarms reported. Patient refused to elaborate why she had to do this thrice. This morning her blood glucose (bg) level was >400mg/dl. She did not check for ketones, bolused herself; won¿t divulge how much she bolused from the pump. Patient runs about 10 miles several times a week and suspends pump, then resumes the pump afterwards and had not had bg elevation issues with this practice. On (B)(6) 2013, after her run, she had bg 600-700mg/dl, primed multiple times after changing site and waited for insulin to work after bolusing self. Bg eventually came down. Patient unwilling to give more information about her bgs and history of alarms/boluses. Customer support (cs) verified time/date settings are correct. Patient has notified health care provider (hcp) of the high bg excursions with the pump. Hcp advised patient to have the pump replaced. Cs instructed patient to use alternate method of insulin delivery but patient states she has none and does not want to do so. Pump will be replaced. This complaint is being reported because a patient experienced hyperglycemia related to an alleged pump malfunction.